Event description:
The customer reported via phone call that they received a no delivery alarm. The customer also reported a motor error alarm occurring during a prime. Customer's blood glucose was 216 mg/dl. It was also found a motor position encoder error alarm occurred on the insulin pump. Customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer also reported the insulin pump was exposed to a body scanner three times in the past. Troubleshooting did not occur for the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted. The insulin pump functioned properly. The motor was tested outside the insulin pump and passed. The insulin pump was unable to confirm alarm due to overwritten with alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.